Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) scan. It was found that the implantable cardioverter defibrillator (ICD) was not programmed to MRI mode prior the scan and went into back-up operation after with loss of defibrillation therapy. Programming changes were made, and the ICD was restored. Patient condition was stable.